Manufacturer narrative:
The insulin pump received with an intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had an unresponsive keypad. The customer does not recall any significant event leading to the alarm. The customer's blood glucose level was 12.0 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.